Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a "no disposable pump won't run" alarm. The pump was turned off, the line was clamped, and the tubing was massaged. Air was observed. The cassette was reconnected and device was powered on, the double beep alarm is still present. Cassette was removed again, tapped on a hard surface, and then reconnected. Device "no disposable pump won't run" alarm is still present. Device was powered off, and line clamped. Residual volume 91.2. Rate 2.2. Given 7.45. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the dso sensor and the most probable cause for air bubbles noted was user error, most probably due to medication being injected to quickly into cassette, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.